Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced low blood glucose on (B)(6) 2019 with blood glucose of 41 mg/dl at the time of the incident. The customer was at 135 mg/dl at the time of the call. The customer used food to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the pump passed a displacement test. The customer had the basal settings changed recently. The insulin pump will not be returned for analysis.